Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not lock the pump screen, laid down and subsequently stopped insulin delivery inadvertently. Reportedly, the customer was asleep and did not resume insulin for approximately two hours. Customer reported blood glucose (bg) level was 413 (mg/dl). The customer delivered a correction bolus to address bg and stated they were confident bg level would go down to target.